Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting with the customer over the phone and confirmed the customer had a problem with alaris syringe module housing carriage assy. It did not move freely, possible bent drive tube. Recommended the customer to replace housing carriage assy. A review of the device history record for (B)(6) was performed from 4/5/2018 to 8/25/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue.

Event description:
The customer reported a problem with 8110 syringe housing carriage assy. It did not move freely, possible bent drive tube. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a problem with 8110 syringe housing carriage assy. It did not move freely, possible bent drive tube. There was no reported patient involvement.